Event description:
The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 07/01/2016. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on 07/01/2016. The flashcard file system "as received" was found to be corrupt. As a result of the file system corruption, the flashcard was unreadable and could not load the vns software onto the handheld. Once the flashcard was formatted and new installation software was copied onto the flashcard, no anomalies associated with the flashcard performance were identified during the flashcard analysis. It was also identified that the 2577 folder was inaccessible using a pc computer and the cyberonic sbu.cdb and archive database (B)(4) files were 0kb in size. These anomalies are an indication that the files and folder on the returned flashcard are also corrupt. It is generally unknown when or how the flashcard files were corrupted based on the available information, although the corrupt files do show a modification date of (B)(6) 2015 (assuming that the date on the handheld was correct at the time of the event).

Event description:
It was reported on 04/19/2016 that a physician's programming software would not work. The company representative was attempting to extract data, but the device froze on the start-up screen. The battery was replaced, but the issue continued. The programming software version could not be provided as the device was frozen on the start-up screen. The handheld and flashcard are expected to be returned for analysis, but have not been received to date.